Manufacturer narrative:
The error was confirmed. The main printed circuit board (pcb) was found to be out of electrical specification. A display wire was pinched with compromised insulation. The keypad was scratched. The case was broken. The main seal was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code. It was further reported that the epg had a button that was broken off. The epg was returned for service. There was no patient involvement. The epg tested out of specification, during analysis.